Manufacturer narrative:
A general system related issue can be excluded as the provided data for calibration and quality controls is within specification. During the internal investigation, several reagent lots were checked. For the reagent lot 513870, a method comparison was done. There is a slight elevation observable but the results are within the specification. In addition, it could occur for certain samples (especially in the lower concentration range) that the difference is higher. This effect is sample related. The issue was resolved with a reagent lot change. Medwatch fields d1-d4, g1, and g5 have been updated. The c502 module serial number was (B)(6). D4 unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The last calibration was performed on (B)(6) 2021, the calibration signals are inconspicuous. The qc recovery was acceptable. This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for five patients with the cobas 8000 cobas c 502 compared to a 24/24 analyzer. Sample 3: the result from the c502 was 44.0 umol/l. The result from the 24/24 was 57.0 umol/l. Sample 19: the result from the c502 was 30.0 umol/l. The result from the 24/24 was 38.0 umol/l. Sample 29: the result from the c502 was 20.0 umol/l. The result from the 24/24 was 29.0 umol/l. Sample 30: the result from the c502 was 20.0 umol/l. The result from the 24/24 was 27.0 umol/l. Sample 33: the result from the c502 was 43.0 umol/l. The result from the 24/24 was 54.0 umol/l. The questionable results were not reported outside of the laboratory. The reagent lot number used on the c502 was 534230. The expiration date was requested but not provided. The reagent lot number used on the 24/24 was 51387001 and the expiration date was 31-jul-2021.